Manufacturer narrative:
(B)(4). Investigation summary: post market vigilance (pmv) led an evaluation of one ta* 45 - 4.8 stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, a pmv review of manufacturing records and an evaluation of the returned device. The reported condition for this incident states that there was no application of the staple line. The device was received loaded with a fully fired 4.8mm single-use loading unit (sulu). A malformed staple was stuck in one of the pusher finger slots. The pusher underneath the stuck malformed staple was damaged. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media. All the staples were formed with acceptable result. One of the staples in the staple line displayed poor formation. This malformed staple corresponded to the damaged pusher finger. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the malformed staple and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of this condition may occur when the device is applied over thick tissue exceeding the recommended tissue range. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
The staples did not deploy to form the staple line. The surgery was carried on by hand suturing. No other information was made available by the account.